Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. It was reported that the pump screen displayed indication that they had never seen before. No further information provided.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received, stating that the cause of the high blood glucose levels, according the doctor, was not caused by the pump. It was stated that the customer had gastroparesis, and was also sick that day. The customer was released from the hospital, and continues to use the pump.